Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart error alarm and external ram crc error alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received external ram crc error and unexpected restart alarm. The customer¿s blood glucose level was unknown. Troubleshooting was completed for pump error. Customer assisted with self test and the test was passed. Customer reported that this was second occurrence of pump error alarm. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.